Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/01/2014 with the following findings: during investigation, the pump histories were reviewed and showed the last bolus and the last basal were delivered on (B)(6) 2013. There was no activity related to the complaint recorded in alarm history; only typical usage was observed. The basal and boluses added up appropriately to total the total daily dose, showing that the pump was delivering accurately until the last date used. The pump passed a delivery accuracy test; the pump was found to be operating within required specifications and was delivering accurately. No alarms occurred during testing. The history settings issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that their pump freaked out and had been shooting out insulin today. The patient stated that they were sitting in class and began feeling low. They stated that their blood glucose (bg) was 56mg/dl and then dropped to 46mg/dl. The patient stated that they were trying to understand why they were going low and realized that their pump had 75units of insulin after their morning bolus and now only had 40units. The patient stated that they were connected and received about 20 units of insulin that they did not program a bolus for. The patient stated they then dropped to 34mg/dl. The patient stated that they treated with glucose and food. Customer support (cs) advised the patient to discontinue use of the pump and contact healthcare professional for alternate method of delivery. This report is being made due to the hypoglycemic event the patient experienced due to an alleged history settings issue.